Event description:
It was reported that the patient was told in (B) (6) 2010 that her battery would last 6 weeks to 6 months. Since then, the patient has stopped feeling stimulation and her symptoms have returned. The patient stated that her physician told her that her battery would last 5 years.

Manufacturer narrative:
(B) (4).